Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the ECG leakage test failure was verified to the analog board. The analog board was replaced to remedy. Further testing of the analog board confirmed the failure and found the ECG top shield to be defective. The board was scrapped. Device is in part shortage and will be repaired when parts become available. No emerging trend based on similar reports.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.